Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 162 mg/dl. Advised the customer that the insulin pump will have to be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.